Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 25 unit bolus without user input. Reportedly, the customer went to the emergency room. Customer's blood glucose (bg) was 112 mg/dl. Syringer dextrose was delivered through intravenous insulin to treat bg level. Review of the pump data logs by tandem technical support shows that the 25 unit bolus was entered manually by the customer. The customer acknowledged the information provided.